Manufacturer narrative:
(B)(4).

Event description:
It was reported that a catheter shaft split and a leak occurred. The target lesion was located in the superficial femoral artery (sfa) in the leg. A spiroflex vg angiojet thrombectomy set was selected for use; however, during the procedure inside the patient, it was noted that the catheter had a "split down it" and sprayed saline throughout the shaft of the catheter. The device was removed from the patient. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
A visual and tactile inspection of the hypotube and outer shaft noted that there was a kink and a hole approximately 66cm from the hub of the catheter. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a catheter shaft split and a leak occurred. The target lesion was located in the superficial femoral artery (sfa) in the leg. A spiroflex vg angiojet&#59412;thrombectomy set was selected for use; however, during the procedure inside the patient, it was noted that the catheter had a "split down it" and sprayed saline throughout the shaft of the catheter. The device was removed from the patient. No patient complications were reported and the patient's status is fine.